Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing leg weakness. The paddle lead was compressing on the cord causing the leg weakness. The physician repositioned the lead on (B)(6) 2020 which resolved the issue.